Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. - attachment: [(B)(4)].

Event description:
A medwatch report MFR 2300320000-2018-8008 submitted by the facility on (B)(6) 2018 was received by zoll on 05 feb 2018 via postal mail. The report states the following: due to a suspected catheter leak the patient was inserted a new icy catheter (catheter # 2) to continue ivtm therapy (the previous report of suspected leak on the first icy catheter (catheter # 1) is referenced under (B)(4), MFR 3010617000-2018-00159). Approximately 3.5 hours after catheter placement, the saline bag was observed to be almost empty and a tinge of blood was observed on the start-up kit (suk) tubing, thus suspecting leak on the icy catheter. Ivtm therapy was discontinued. No known impact or patient consequence was reported.